Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-3602-2 fibertak inserter broke when the anchor was being inserter into the patient. Broken pieces were not retrieved and everything remains in the patient, as case was completed using the device. This occurred during a rcr procedure (B)(6) 2022. However; during the procedure, surgeon was unaware the inserter broke in the patient. No further information has been given at this time. Arthrex employee cannot verify whether the fibertak was from lot number 10149849 or 10401372.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that a portion of the inserter is missing. The piece was not returned for investigation. The breakage point was noted to be smooth. The length was measured and 2.2 inches of the inserter shaft was found to be missing. The cause of this remains undetermined.